Manufacturer narrative:
It was noted that the catheter was present with the stent still in place on the balloon. This contradicts the return event description. The catheter shaft was in good condition and the balloon was still in the folded state. The stent was on the balloon in the crimped state but had moved distally 2mm. Both ends of the crimped stent were slightly flared approximately .020 larger than the rest of the crimped stent. The stent also had a slight bend in it. The balloon under the stent showed signs of being properly crimped where as the imprint of the stent was visible on the balloon surface. Although it is difficult to determine the cause of this event, it is possible that the balloon saw a small amount of fluid pressure prior to exiting the guide catheter causing the ends of the stent to flare. If this was the case the flaring of the ends would have negatively affected the stent retention strength.

Event description:
Stent fell off balloon while advancing through guide catheter. Stent was recovered. No pt harm.